Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdomen pain') in a (B)(6) year old female patient who had essure (batch no. B66024) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s): left tube" on (B)(6) 2014. The patient's medical history included miscarriage in (B)(6) 2018, obesity, multigravida and parity 2 (((B)(6) 2012 and (B)(6) 2014)). Concurrent conditions included vaginal discharge since (B)(6) 2018. Concomitant products included iron for anemia, oral contraceptive nos in 2015 for menstrual cycle management and antibiotics for recurrent urinary tract infection. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), nausea ("nausea"), alopecia ("hair loss") and back pain ("back pain"). In (B)(6) 2014, the patient experienced dry skin ("dry skin"). In 2014, the patient experienced urinary tract infection ("urinary tract infection (recurring)"). In (B)(6) 2014, the patient experienced anaemia ("anemia"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In 2015, the patient experienced tooth disorder ("dental problems") and mood altered ("mood changes"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complications) currently pregnant with no apparent complications"). On an unknown date, the patient experienced mood swings ("hormonal changes describe: mood swings"). The patient was treated with surgery (essure removed on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain, pregnancy with contraceptive device, mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, dry skin, migraine, anaemia, nausea, tooth disorder, dysmenorrhoea, weight increased, fatigue, alopecia, mood altered and back pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period was on an unknown date and estimated date of delivery was (B)(6). Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, alopecia, anaemia, back pain, dry skin, dysmenorrhoea, fatigue, menorrhagia, migraine, mood altered, mood swings, nausea, pregnancy with contraceptive device, tooth disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff had pregnancy episode in (B)(6) 2018 with outcome miscarriage for which another case (B)(4) was created. Left side trailing coil-1. Right side side trailing coil-3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. Hysterosalpingogram on (B)(6) 2014: unilateral occlusion (right tube occluded)/ spillage of dye into the left fallopian tube. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2020: pif received. Case category changed from non-serious incident to serious incident. Date of essure removal was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdomen pain') in a 25-year-old female patient who had essure (batch no: b66024) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s): left tube" on (B)(6) 2014. The patient's medical history included miscarriage on (B)(6) 2018, obesity, multigravida and parity 2 (on (B)(6) 2012 and on (B)(6) 2014). Concurrent conditions included vaginal discharge since on (B)(6) 2018. Concomitant products included iron for anemia, oral contraceptive nos in 2015 for menstrual cycle management and antibiotics for recurrent urinary tract infection. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), nausea ("nausea"), alopecia ("hair loss") and back pain ("back pain"). On (B)(6) 2014, the patient experienced dry skin ("dry skin"). In 2014, the patient experienced urinary tract infection ("urinary tract infection (recurring)"). On (B)(6) 2014, the patient experienced anaemia ("anemia"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In 2015, the patient experienced tooth disorder ("dental problems") and mood altered ("mood changes"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complications) currently pregnant with no apparent complications"). On an unknown date, the patient experienced mood swings ("hormonal changes describe: mood swings"). The patient was treated with surgery (essure removed on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain, pregnancy with contraceptive device, mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, dry skin, migraine, anaemia, nausea, tooth disorder, dysmenorrhoea, weight increased, fatigue, alopecia, mood altered and back pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period was on an unknown date and estimated date of delivery was on (B)(6) 2019. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, alopecia, anaemia, back pain, dry skin, dysmenorrhoea, fatigue, menorrhagia, migraine, mood altered, mood swings, nausea, pregnancy with contraceptive device, tooth disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff had pregnancy episode on (B)(6) 2018 with outcome miscarriage for which another case: (B)(4) was created. Left side trailing coil-1. Right side trailing coil-3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. Hysterosalpingogram: on (B)(6) 2014: unilateral occlusion (right tube occluded) / spillage of dye into the left fallopian tube. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, weight gain. Lot number: b66024, manufacturing date: 2013/09, expiration date: 2016/09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.